Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the sodium electrode had failed and then replaced the electrode and proactively replaced the ion selective electode seals. The cse ran quality controls and verified that the instrument was operational. The cause of the discordant results was a malfunction of the sodium electrode. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument and the corrected results were reported to the physician(s). One patient was treated based on discordant results. The patient's sodium was being monitored every four hours. Falsely elevated results of 161 and 163 mmol/l were reported to the physician. The laboratory called the physician and corrected the results to 149 and 146 mmol/l, respectively. The physician(s) stated that the patient was unnecessarily treated with additional dsw due to the discordant results, causing a significant drop in the patient's sodium. There are no reports of adverse health consequences due to the discordant sodium results.